Event description:
Information received by medtronic indicated that the customer was no longer trusts the pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, active current test, and sleep current test. No unexpected alarm/alerts/anomalies noted during analysis. Successfully utilized thus to download history/trace files. The following alarms/alerts were noted on or near event date: pump error 37 on (B)(6) 2023and stuck key alarm (61) on (B)(6) 2023 . All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump error 37 confirmed due to coasting timeout during normal bolus delivery. Suspecting hardware error, isolated to electronic stack. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and partially faded serial number label. Pump error 37 confirmed due to coasting timeout during normal bolus delivery. Suspecting hardware error, isolated to electronic stack. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.